Event description:
It was reported that the patient was scheduled for generator replacement surgery due to an increase in seizures. It is unknown if the seizures are an increase above the patient's pre-vns baseline frequency. The patient underwent generator replacement on (B)(6) 2013. Attempts to have the generator returned for analysis have been unsuccessful to date.

Event description:
The physician reported that the cause of the increase in seizures was unclear at this time, but may have been due to the generator nearing end of service. It was reported that the seizure frequency was unclear as the physician was unable to find a specific frequency before and during the increase. It was reported that there were no other outside or contributing factors that were believed to be the cause of the increase.

Event description:
It was reported that the explanted generator was discarded by the explanting facility and will not be returned for analysis.

Event description:
Review of battery tables for the patient¿s device was performed. At approximately the same settings, the time from ifi to eos is estimated to be 0.5 years. While this is not an exact estimate, it shows that it is possible the generator could have been at eos as an ifi flag was reported on (B)(6) 2013, approximately 5 months prior to generator revision.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: previously submitted initial MDR indicated an incorrect output current for settings from (B)(6) 2012. This report is being submitted to correct this information.